Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a hole in the bolus button cover. This report is made based on the results of an investigation completed on 12/02/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/02/2013 with the following findings: confirmed the battery compartment has multiple cracks at opening of battery chamber and one below the finger pad extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power. No evidence of moisture damage in battery compartment. Observed the bolus button cover has a hole in it but is functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.